Event description:
The customer reported the tubing came apart and leaked. The pt was draped for a robotic procedure when the event occurred. The tubing leaked at the junction nearest the pt. This was a pt with a known blood born disease and when the set separated, blood leaked out onto the bedding (under surgical drapes). The leaked blood went unnoticed for a undefined period of time. There were no other pt or event details provided. There was no report of medical intervention or harm to the pt or caregiver.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The set was discarded because it was contaminated. The root cause of the failure could not be identified. A carefusion representative visited the customer and determined the customer was not tightening connections prior to priming.